Event description:
The physician was using an endeavor sprint rapid exchange (rx) drug-eluting stent for treatment of a very difficult lesion in the rca. During the procedure the stent came off the balloon. The dislodged stent was found in the iliac artery. The stent was not retrieved. There was no patient injury reported and no clinical sequelae were reported. Pre-dilation was performed.

Manufacturer narrative:
(B)(4). Results: failure to deliver stent/ stent dislodgement, very difficult lesion, device not received for evaluation. Conclusion: very difficult lesion.